Manufacturer narrative:
One fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, "non-deployment". The complaint was confirmed, as the device was received with the t1 and t2 implants off the needle; the implants were still attached to the suture, which was attached under the depth limiter. No visible damage was noted to the parts returned. The actuator was received with the handle in the pre-t2 deployment position; the device actuates as designed. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified one additional complaint for this lot number on file. (B)(4).

Manufacturer narrative:
(B)(6). The investigation has not yet been completed. (B)(4).

Event description:
It was reported that during a meniscal medial repair on the red area, t2 would not deploy; t1 was cut-free and removed. There was a non-deployment the implant did not come out during second fire. Another ultra fast-fix was used to complete the procedure. This was a medial type of meniscus repair. The red area of the meniscus was being repaired with a contralateral approach. The one hour delay was due to the struggle to remove the implant. The patient was noted to be okay post-procedure.